Event description:
Event description boston scientific crm received information that this pacemaker indicated 50% battery life remaining at a six month follow-up visit. At a nine month follow-up, the device was noted as nearing elective replacement indicator. Some of the programmed parameters were indicated as: impedances 500-650 ohms in the past, outputs of 2.5v @ 0.5ms in both chambers, and 60% atrial pacing and 40% ventricular pacing. This device has been in service for 1.6 years, and has not exceeded the minimum longevity at nominals of 6.0 years. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory. No adverse patient effects were reported.